Manufacturer narrative:
A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. Technical support- 1. Connect the alaris pc unit to the alaris system maintenance v10.33 software and repeat the transfer network configuration (silent) task. 2. If the transfer network configuration (silent) task fails, refer to the alaris system maintenance v10.33 software user manual for transfer network configuration ¿ error handling information. 3. If the error persists, return the alaris pc unit to carefusion for repair. 4. I also explain to the customer that he needed to do a power cycle, when transferring the network configuration, and press yes for new patient. When powering the 8015 back up. A review of the device history record showed the device had a manufacture date of 09sep2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 600.6835. There was no patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 600.6835. There was no patient involvement.